Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device and two photos were available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for non-reportable conditions. During the investigation a secondary condition of fatal error caused by software restrictions was detected. This condition has a potential for patient harm. Analysis of the handle log noted a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. It was reported that there was power handle error (red circle with line). The reported issue was confirmed. The most likely cause was traced to software coding. Internal process improvements have been initiated to mitigate this issue. It was also reported that the display was not responding. The reported issue was confirmed. The most likely cause was traced to component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell, (lot #unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (sn: unknown) egia60amt, egia60amt egia 60 artic med thick sulu, (lot #unknown) sigsbchgr, sig power sigsbchgr one -bay charger, (sn: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on laparoscopic gastric resection, after the last firing of the stapler, the handle was placed on the mayo table, the user saw a graphic with a handle and a red circle with a line going through it. The restart instruction to press the green buttons on both sides was displayed, and even after following so, there was also no response at all. After the operation, even after the handle was returned to the charger, it did not reset. There was no patient injury. Medtronic's initial evaluation of the incident is that an analysis of the system data indicated that there was an error for the system queue being full.